Manufacturer narrative:
The patient's x-rays confirmed that the device was broken and xrays show that the crx was not placed according to the IFU and surgical technique guide. Breakage was caused by the wavibody being too close to the fracture site. Sonoma's surgical technique guide clearly specifies the minimum implant depth to ensure adequate fracture support. At an unknown point in time post implantation, patient apparently developed an infection which was successfully treated and not evident at the time of removal. While some healing had occurred both posterior and inferior, there was bone void slightly anterior and superior. After successful removal of the crx, no further hardware was implanted.

Event description:
A sonoma crx-cwg was removed from a (B)(6) female patient on (B)(6) 2014. The patient's clavicle fracture went onto a non-union during the 8 month post implantation and at some point the implant failed. Between the implantation date and removal date the patient was treated for a suspected infection. No infection was present during the removal surgery. The device was implanted in the patient on (B)(6) 2014.